Event description:
The ge oec uroview fluoroscopy sys would open the circuit breaker on the workstation.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective circuit breaker that was replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.